Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/would not move and had component damage. It was also determined that the device failed pre-test for general condition, check general function in the running mode and check the oscillation frequency with the frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear.

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that the saw attachment device saw head and the motor handpiece overheated and stopped working. If there was discomfort from the specialist, the procedure was delayed for 20 minutes, it was completed successfully, it was resolved using a another patient's motor. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI(B)(4).